Manufacturer narrative:
The insulin pump received with constant a64 alarm due to a faulty y1 on the rf board.

Event description:
The customer reported via phone call that the insulin pump had pump error and rf pic failed selftest. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.